Event description:
Covidien received information stating that while in use on a patient, an 840 ventilator generated a device alert. The patient was removed from the ventilator and placed on an alternate ventilator. The is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by technical support engineer (tse) corresponds with accepted service practices for the device. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure and if they will return the part. Covidien was not authorized to service the device.(B)(4).